Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-gl-blu/serial number (B)(4)/lot number 5197675), being used with the complaint sensor, was returned on (B)(4)2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the event of inaccuracies. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that diabetes mellitus is a known of hypoglycemia and loss of consciousness. However, a root cause cannot be determined for the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event leading to loss of consciousness that required intervention from daughter and an inaccuracy was reported. The patient was at home and found unconscious by her daughter. The daughter treated the patient with glucose and took her to the hospital. Patient was admitted on (B)(6) 2015 and released on (B)(6) 2015. Inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. The patient is reported to be fine. No additional event or patient information is available.